Event description:
It was reported that when using the pyxis medstation es system, it encountered the door malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported issue indicates that door produces a clicking sound when it fails to open. A field service engineer successfully cleaned the latch and applied conductive grease to address the problem. The device functioned as intended after the field service engineer troubleshooted the device.